Event description:
The device gave an error code during a breast biopsy procedure. The doctor removed the probe from the breast, reinitialized the probe, and received the same error code again. The doctor used a core needle device to complete at the case with no patient consequence.